Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact used an entire box of cartridges and received multiple unspecified cartridge alarm messages. The contact stated in a follow up on (B)(6) 2016 that there was no alarm associated with the error and that the pump would just not accept cartridges. The user was able to load a new cartridge successfully. There was no impact to the user's blood glucose level.